Event description:
Customer reports via phone: syringe broke while in the optivantage injector. The syringe was inserted into the faceplate without problems. The syringe was connected to coiled tubing and then the b d insyte autoguard catheter in the patient. A patency check with saline was uneventful. As soon as the technologist hit the start button to inject the contrast, a "pop" was heard and the syringe fell out of the injector. The syringe is completely severed around the barrel, below the piston. The tubing was clamped and a new syringe placed in the injector. The tubing was reconnected and the tech tried to perform a patency check. When she tried to initiate the patency check from the "b" side, the "a" sode started injecting contrast media. She immediately stopped the injector. The exam was canceled. No patient injury.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: fse stated that nothing was wrong with the injector, that the operator was in error. The fse said that he traded out the powerhead board, and that the hospital was very happy with his efforts. Injector returned to full service by the customer.